Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, drawings, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one kcfw-6.0-18/38-45-rb-anl0-hc separated into two segments was returned for investigation. The dilator was not present. The proximal segment included the check-flo body, and both sections contain biomatter throughout. The proximal separated tube segment measured 35.5cm with the distal 2cm of this segment having accordioned with 17cm of exposed coiling exiting the distal end. The distal segment contained 14.6cm of tubing with 2.7cm of exposed coiling exiting the separation site. The separation site was also accordioned. There was a kink 3.2cm from the separation site, and a kink/hemostat mark at 4.7cm. The distal tip was intact, and the marker band was still present. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and an unintended use error. The IFU is provided with this device, which warns to reinsert the dilator prior to removing the device to reduce the possibility of device separation during removal, but this step was not performed. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cross-over percutaneous transluminal angioplasty procedure involving a patient of unknown age and gender, the hub of a flexor ansel guiding sheath separated from the sheath. The patient reportedly had a history of a prior surgical procedure with a plastic patch at the puncture site. Access was obtained in the femoral artery, and the device worked as intended during the procedure, during which another manufacturer's pta 5 french catheter was used. When the procedure was completed, the user attempted to retrieve the sheath over an unknown 0.035 inch guide wire in order to place another manufacturer's closure device. As the sheath was being removed, it separated from the hub and "nearly broke". Considerable effort was reportedly required to remove the device. The wire guide was in the lumen of the device when the separation occurred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.